Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates.. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Current draws measured within specification. No alarms or battery life issues were duplicated during investigation. No battery life issues observed in the available bb data. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose of 48 mg/dl with lethargy(cognitive impairment). The pump had been emitting change battery alarms more frequently than expected. The patient is using the correct battery type, the pump setting matches the type, but the power/battery life issue has recurred, though separate batteries out of at least 2 separate packs have been used. This complaint is being reported as the power issue was not resolved and the patient experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.